Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during a stenting procedure on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to reconstrain the stent; approximately half of the stent was still in a deployed state. The anatomy was not tortuous, and the stricture was not predilated. The device was removed from the patient without issue. Another wallflex biliary stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Both the stent and delivery system were returned for analysis, with the stent having been completely deployed. No issues were noted with the profile of the stent; however, a visual examination of the delivery system found that the outer sheath was kinked/stretched between 340mm and 360mm proximal from the distal tip. This type of damage is consistent with a restriction occurring. The condition of the returned device was consistent with the reported event; the most probable cause is considered to be operation context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during a stenting procedure on (B)(6) 2010. According to the complainant, during the procedure, the physician was unable to reconstrain the stent; approximately half of the stent was still in a deployed state. The anatomy was not tortuous, and the stricture was not predilated. The device was removed from the patient without issue. Another wallflex biliary stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - stent partially deployed. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.